Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation found foreign matter in the jet tube. It was found that the light guide lens had a burn and the illumination was uneven the light guide lens also has corrosion. In addition the device evaluation found that the air/water cylinder and suction cylinder had no color. Due to a crack on c-cover, insulation resistance value at distal end does not meet the specification and due to wear of angle wire, bending angle in up direction does not meet the specification. In addition it was found that the universal cord had peeling coating and there was a scratch found on the plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image had a yellow tint. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.